Manufacturer narrative:
It was previously reported that there was only a product problem. This is being corrected to reflect both a product problem and an adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient was sent to the emergency room after they had a potential issue at refill earlier today ((B)(6) 2020) where 11 ml of morphine was missing. The potential for pocket fill was reviewed. The hcp stated that earlier the patient had been agitated and the hcp thought the patient was going through withdrawal. The hcp reported that at the time of the report the patient ¿clinically looks fine to me.¿ the hcp stated that they would offer to keep the patient overnight for observation. No further issues were reported.

Manufacturer narrative:
Codes have been updated to reflect the new information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp. It was reported that the volume discrepancy was caused by a reporting error from surgery. It was reported that 28ml had been replaced, not 37ml. It was reported that the event was resolved.